Event description:
Caller reported an issue with the time settings on their device, which was causing discrepancies between the displayed and actual time by more than five minutes. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller in updating the time on the device and advised them to monitor the situation and follow up if the time discrepancy recurs. Caller understood and acknowledged the instructions.